Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. This report was mailed to the FDA on: 11/06/2007. Additional information was requested 10/17/2007, 10/22/2007 and 10/23/2007 by mail, fax and phone. Additional information was received 10/19/2007, 10/23/2007 and 10/25/2007 by fax and phone. A completed questionnaire has not been returned.

Event description:
A surgeon reports, that following bilateral intraocular lens (iol) implant surgery, a patient reported haziness and ghosting for ten days. Additional information was requested. There are two medical device reports associated with this event: MDR #1119421-2007-00454; MDR #1119421-2007-00455.